Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer loaded 160 units of insulin into the cartridge. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was 227 mg/dl.